Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure in a 54 mm long lesion in the proximal to distal left anterior descending artery (lad) with one xience v 2.5 x 28 mm stent, one xience v 2.75 x 28 mm stent and one promus 3.0 x 23 mm stent. On (B)(6) 2011, the patient underwent a stenting procedure in a 59 mm long lesion in the proximal to distal right coronary artery (rca) with one xience v 2.5 x 28 mm stent, one xience v 3.0 x 28 mm stent and one promus 3.5 x 15 mm stent. On (B)(6) 2011, the patient was hospitalized with chest pain. Stent thrombosis was confirmed by angiography in the xience v 2.75 x 28 mm stent and the xience v 2.5 x 28 mm stent in the distal lad and in the promus 3.5 x 15 mm stent in the rca. The possibility of stent thrombosis was present in the xience v 2.5 x 28 mm and the 3.0 x 28 mm stents in the rca. The patient underwent percutaneous coronary revascularization with one non-abbott stent in the rca and two xience v stents 2.5 x 28 mm and 3.0 x 28 mm in the lad. Additionally aspiration was performed in the rca. The blood flow was recovered and there was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, additional information received indicates that there was no thrombosis in the xience v 2.5 x 28 mm and the 3.0 x 28 mm stents in the right coronary artery. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: xience v 2.5 x 28 (x2) and 3.0 x 28; promus 3.5 x 15 and 3.0 x 23. Other: plavix 225 mg/day, aspirin 100 mg. The two 2.5 x 28 mm xience v, the 3.0 x 28 mm xience v, and the 3.5 x 15 mm promus are being filed under separate medwatch MFR numbers. (B)(4) - indication for use. There was no reported product deficiency. Angina and thrombosis are known adverse events as listed in the xience v instructions for use (IFU). Reportedly, the stenting procedure was performed in a lesion greater than 28 mm in length. It should be noted that the IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 3.75 mm. It is unknown how, if at all, the reported IFU deviation may have directly caused or contributed to the reported patient effects that occurred after the index procedure. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture or design.